Manufacturer narrative:
Field service engineer found a line fuse error on the generator console. Fse troubleshot per service manual and reset the generator console. Functions returned to normal. Fse verified proper operation according to the comp x generator service manual and hut system returned to full service by the customer.

Event description:
On 12/16: customer reports fluoro failed during procedure. Customer would not provide any patient or procedural information. Customer reports radiology personnel came in, performed kub images for the physician and procedure was completed. No reported injury.